Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide cath: 6f jl4, 6f ar2 3.5 runway, al2 side hole 6f, pronto v3. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.

Event description:
It was reported the patient presented with a non-st elevation myocardial infarction. The patient was found to have a 80% thrombotic lesion in the proximal right coronary artery (rca). This was stented; however, a large retrograde dissection developed. The dissection progressively enlarged and involved the sinus of valsalva. Prolonged balloon inflations failed to stop the progress of the dissection. There were attempts made to cross an asahi prowater guide wire and two non-abbott guide wires; however, they could not cross. A balance middleweight guide wire crossed the lesion and a 4.5 x 16 mm graftmaster stent was placed at the ostium/proximal rca. This successfully sealed the dissection. There was a very small proximal leakage of blood into a portion of the sinus of valsalva. Prolonged balloon inflations with a non-abbott balloon catheter improved the appearance of the leakage. The patient left the cath lab in a stable condition and was subsequently discharged from the hospital. He has been seen in the office and remains asymtomatic. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Baed on the information reviewed, there is no evidence to indicate the presence of a product deficiency.